Event description:
It was reported that while using the intravascular ultrasound (ivus) catheter during a percutaneous transluminal angioplasty (pta), the tip detached. The primary disease was inferior limb aso (arteriosclerosis obliterans). The lesion was 90% stenosed with calcification and severe tortuous in cia (common iliac artery). The lesion was predilated by balloon and a stent was implanted. The physician advanced the catheter for post-ivus without difficulty. After post-ivus, the physician attempted to withdraw the imaging catheter, but the tip of the catheter became stuck with the stent. To remove the catheter from inside the pt, the physician pulled the catheter; detaching the tip of the catheter. The detached tip was successfully retrieved from inside the pt together with a guide wire. Post-ivus was performed with a new ivus catheter and another stent was implanted completing the case. The pt is reported to be in "good" condition.